Event description:
No additional information.

Manufacturer narrative:
Investigation results: one needle hub sample and photo were initially received and mistakenly investigated under (B)(4); no actual needle was received. No further testing was performed for clogged needle as the cannula was not received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause for clogged needle related to our manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
Material: 305916, batch#: 4033669. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim: that the nurses at columbia gateway today reported that bd needle lot number 4033669 that was used today completely detached from the patient (reenactment below with myself as the patient) after giving the patient a vaccine. Also, with the same lot number here at columbia gateway, there has been issues with blockage, and patients being re-injected because of the blockage. The rn who experienced the needle being detached completely from the device and left in the patient¿s arm had to carefully use a gauze and remove the stuck needle in the patient¿s arm. A siri was put in today for this particular incident. For the other incidents with the bd blockage with this lot number, I asked the lead nurse to talk with the ob/gyn nurse documenting in the siri platform. The lead nurse also has removed all the lot number bd needles out of circulation. Not sure if this is a problem at other sites with this lot number bd syringe.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.